Event description:
It was reported that the patient experienced a low blood glucose reading in the 70s without symptoms, and later confirmed glucose was back in range; the cause of the hypoglycemia was unclear and no alerts or alarms were reported. Symptoms included hypoglycemia with no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the patient and caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.